Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, right ventricular oversensing was noted on the device. No intervention has been performed at this time. The patient is stable and will continued to be monitored.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.